Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, which was reproducible with patient isometrics. The lead was later surgically abandoned due to a suspected lead fracture. No additional adverse patient effects were reported.